Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.7mm, vticmo13.7, -12.0/4.0/075 (sphere/cylinde/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018 and the patient is complaining of glare/haloes. In the reporters opinion the cause of this event is unknown. On patient's last visit date: (B)(6) 2019, status of the eye was reported as "normal", bcva 20/25-2, ucva:20/30 and iop: 12mmhg. The following was reported as additional information: "patient experiencing residual hyperopia after surgery, also complaining of glare and haloes". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm, vticmo13.7, -12.0/4.0/075 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018 and the patient is complaining of glare/haloes. In the reporters opinion the cause of this event is unknown. It was reported that refractive treatment was performed. On patients last visit date: (B)(6) 2019, status of the eye was reported as "normal", bcva: 20/25-2, ucva: 20/30 and iop: 12 mmhg. The following was reported as additional information: " patient experiencing residual hyperopia after surgery, also complaining of glare & haloes". Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted.